Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 29-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 500mcg/ml at 50mcg/day via an implantable pump. It was reported that the patient had a new pump and catheter implanted (B)(6) 2021 and did not have relief from implant. Upon examination, catheter was found to have come out of intrathecal sac. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was x-ray and CT confirmed the catheter dislodged. The actions and interventions taken to resolve the issue was the spinal segment replaced. The patient status was noted as alive, with injury, the injury and patient recovery noted as had surgery to replace spinal segment of catheter. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.